Event description:
During an orthopedic procedure, the health care provider using the stryker universal wire driver reported the device spontaneously turned on in the locked position. The device independently self-activated -turned on-. No harm to patient, to date. We consider this a patient safety risk due to the independent self activation of these devices. Stryker representative has replaced cords from console to device but the problem persists.